Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. The medical records allege the filter was retrieved successfully approximately 22 months after implantation; however, a detached limb was reportedly missing upon inspection. Imaging allegedly identified a 2.9cm thin linear density in right middle lob parenchyma within a small branch of the pulmonary artery. The detached limb (arm) was successfully retrieved percutaneously in a separate procedure approximately 8 months after filter retrieval. Based on the medical records, a detached arm can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
No device or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Medical records received and reviewed. Based on the medical records: patient was involved in a mva and sustained multiple injuries. An ivc filter was deployed successfully without incident for pe protection. Approximately 22 months post filter deployment, the filter was captured and retrieved successfully. A completion venacavogram demonstrated no evidence of extravasation. The explanted filter was inspected and it was noted that one of the filter limbs appeared to be missing. A chest x-ray was obtained and demonstrated a detached filter limb at the ivc possibly at the right atrial junction. A review of x-rays performed two months prior to filter retrieval demonstrated what appeared to be 11 filter limbs on the ivc filter. A review of fluoroscopy from the filter retrieval procedure demonstrated the detached filter limb was present prior to removal and manipulation of the filter. No attempts were made to retrieve the detached filter limb. Patient tolerated the procedure well and there were no reported complications. Approximately three months post filter retrieval, comparison of a prior CT scan demonstrated a linear density within the right middle lobe parenchyma within a small branch pulmonary artery. Approximately eight months post filter retrieval, a CT scan demonstrated a small metallic fragment in a peripheral branch of the right middle lobe pulmonary artery. The following day multiple snares were used to retrieve the foreign body successfully from the right middle lobe pulmonary artery. The filter limb was examined and found to be intact. Post retrieval pulmonary arteriography demonstrated complete removal of the foreign body. The patient was reportedly hemodynamically stable at the conclusion of the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately twenty-two months post vena cava filter deployment for pe protection, a detached filter limb was identified at the time of filter retrieval. Approximately three months post filter retrieval, the detached filter limb was identified in the right pulmonary artery. Approximately seven months post filter retrieval, the detached filter limb was successfully retrieved from the right pulmonary artery. The patient was reportedly hemodynamically stable at the conclusion of the filter limb retrieval procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: neither the device nor images were returned. Medical records were provided. The medical records allege the filter was retrieved successfully approximately 22 months after implantation; however, a detached limb was reportedly missing upon inspection. Imaging allegedly identified a 2.9cm thin linear density in right middle lob parenchyma within a small branch of the pulmonary artery. The detached limb (arm) was successfully retrieved percutaneously in a separate procedure approximately 8 months after filter retrieval. Based on the medical records, a detached arm can be confirmed. However, the investigation is inconclusive for the alleged perforation of the ivc wall based on the provided medical records. Based upon the available information, the definitive root cause for this event is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall

Event description:
It was reported that approximately twenty-two months post vena cava filter deployment for pe protection, a detached filter limb was identified at the time of filter retrieval. Approximately three months post filter retrieval, the detached filter limb was identified in the right pulmonary artery. Approximately seven months post filter retrieval, the detached filter limb was successfully retrieved from the right pulmonary artery. The patient was reportedly hemodynamically stable at the conclusion of the filter limb retrieval procedure new information received: it was reported through the litigation process that some time post filter deployment, the filter allegedly had perforation of filter limb(s) into organs.